Manufacturer narrative:
H.6. Investigation summary one photo of a 10ml syringe inside a sealed blister pack was received an evaluated. It was observed the stopper inside the syringe was wedged between the plunger rod and barrel wall, which was rejectable per product specification. A potential root cause for the jammed stopper defect is associated with the assembly process. The defective rate identified for this batch is (B)(4) . No corrective actions are necessary based on the defective rate identified. Batch 0111649 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. DHR review: release date: 4/28/2020. Released quantity was 502,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0111649 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml ll s/c 200 had a broken plunger rod and a defective stopper. The following information was provided by the initial reporter: "it was reported that the plunger rod is melted to the side of the syringe. Details of complaint (reported issue): the plunder is melted to the side of the syringe. The product has been stored in the event that you or the manufacturer (becton dickinson) need to view it. Thus far we have only experienced this with the syringe shown below (lot#0111649) and no staff nor patients were impacted as the damage was noticed before opening the package. Chc complaint reference #: (b)((4). Cat# of product being complained: bd302995 description of product: syringe 10cc only luer-lok st 200ea/bx 2bx/ca lot or s/n: 0111649 complaint category: fail to function / defective reportable: no incident date: (B)(6) 2020 hospital complaint reference #: details of complaint (reported issue): the plunder is melted to the side of the syringe. The product has been stored in the event that you or the manufacturer (becton dickinson) need to view it. Thus far we have only experienced this with the syringe shown below (lot#0111649) and no staff nor patients were impacted as the damage was noticed before opening the package. Complaint noticed: prior to use problem frequency: 1st time customer exposure: patient injury: no has health canada been informed? Unknown qty affected: 1 ea samples available? No is customer requesting an rga?: no return qty:"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll s/c 200 had a broken plunger rod and a defective stopper. The following information was provided by the initial reporter: "it was reported that the plunger rod is melted to the side of the syringe. Details of complaint (reported issue): the plunder is melted to the side of the syringe. The product has been stored in the event that you or the manufacturer (becton dickinson) need to view it. Thus far we have only experienced this with the syringe shown below (lot#0111649) and no staff nor patients were impacted as the damage was noticed before opening the package. Chc complaint reference #: (B)(4). Cat# of product being complained: (B)(4). Description of product: syringe 10cc only luer-lok st 200ea/bx 2bx/ca, lot or s/n: (B)(4). Complaint category: fail to function / defective reportable: no, incident date: (B)(6) 2020, hospital complaint reference #: (B)(4). Details of complaint (reported issue): the plunder is melted to the side of the syringe. The product has been stored in the event that you or the manufacturer (becton dickinson) need to view it. Thus far we have only experienced this with the syringe shown below (lot#0111649) and no staff nor patients were impacted as the damage was noticed before opening the package. Complaint noticed: prior to use. Problem frequency: 1st time. Customer exposure: patient injury: no has health canada been informed? Unknown. Qty affected: 1 ea. Samples available? No is customer requesting an rga?: no. Return qty:"